Event description:
During a routine shift check by a clinician, the device had an unspecified pacer problem; additional information was not available. Complaint indicated that there was no pt involvement in the rpeorted malfunction.